Manufacturer narrative:
The returned product was evaluated, however, the alleged failure could not be duplicated as no abnormalities were observed and performed according to specifications.

Event description:
Procedure type: sigmoid resection. According to the reporter: the device produced malformed of staples, tissue was damaged, and the anastomosis leaked. A new instrument was used to complete the procedure. Surgical time was delayed by 45 mins. Pt is reported doing well.